Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose levels. Customer's blood glucose level was 50 mg/dl. She changed the site. The customer treated her blood glucose level with orange juice or peanut butter. The displacement test was successful. The device was not returned.